Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, crack opening, delamination of valve, fold creases. Leak test and microscopic analysis were performed which identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, partial delamination (30%) of diapherm flange disk assessed as adhesive failure and a curved striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve, delamination of diapherm flange disk assessed as adhesive failure, a curved striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: a.4, b.5, d.4, d.6b, d.9, h.3, h.4, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.